Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations were able to duplicate the results obtained by the customer. Further investigations of the sample determined that it contains a mutation of the analyte, therefore causing a false negative result with the probnp assay. This limitation is covered in product labeling.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys probnp ii immunoassay (probnp) on the customer's cobas 6000 e 601 module (e601). One additional sample from the same patient had an erroneous probnp result when tested on a cobas 8000 e 602 module (e602) and a cobas e 411 immunoassay analyzer (e411) used for investigation. The erroneous results were reported outside of the laboratory. The patient data suggested that the patient has a mutation of the nt-probnp fragment, which is detected by the probnp assay. The patient had a sample collected and it was tested at another hospital on (B)(6) 2018 with an unknown bnp assay, resulting as 4838 pg/ml. A second sample was collected from the patient and tested on the customer's e601 analyzer on (B)(6) 2018, resulting with a probnp value of < 5 pg/ml. A third sample was collected from the patient and tested at another hospital on (B)(6) 2018 with an unknown bnp assay, resulting as 2250 pg/ml. This sample was repeated on the customer's e601 analyzer on (B)(6) 2018, resulting with a probnp value of < 5 pg/ml. A fourth sample was collected from the patient on (B)(6) 2018 and provided for investigation, where it was tested on an e602 analyzer and an e411 analyzer. The probnp result from each analyzer was < 5.0 pg/ml. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e601 analyzer is (B)(4). The serial numbers of the e602 and e411 analyzers used for investigation were asked for, but not provided.